Event description:
It was reported that the patient underwent a gynecological procedure to treat pop on (B)(6) 2006 and mesh was implanted. The patient experienced pain, bleeding, incontinence, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that thepatient underwent concurrent b/l paravaginal defect repair, b/l anterior sacrospinous colpopexy, rectocele/enterocele repair, extensive perineoplasty, water cystoscopy procedures.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.